Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2015; however, no details are provided regarding this surgical procedure. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that the patient experienced hernia recurrence and abdominal pain following surgery. It was reported that she underwent mesh revision on (B)(4) 2015 and physiomesh was implanted and another mesh revision on (B)(4) 2016 and ventra light was implanted. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.